Manufacturer narrative:
Product evaluation: one full osseotite® tapered implant 3.25 x 11.5mm (fnt3211) and unknown legacy biomet mount were returned for investigation. Visual evaluation of the as returned products identified that the devices were attached to each other. Functional testing was performed but the devices could not disengage. Therefore, the reported event was confirmed. No pre-existing conditions were noted on the per. The reported devices were intended for an unknown tooth location. Review of appropriate documentation: per the applicable IFU, under the section precautions, it is stated that improper technique may lead to device failure. DHR & complaint history review (unknown lb mount): DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID was not provided. Patient age was not provided. Patient weight was not provided. Catalog and item number was not provided. 401(k) number is unknown. Device manufacturing date is unknown.

Event description:
It was reported that during the surgery placing an implant in tooth location #13, the mount did not disengage from the implant. Doctor took another implant with another mount to finish the procedure.